Event description:
It was reported that cord tensioner would not grip dynesys cord properly, was slipping, causing the surgeon to strain and repeat the process over and over until spacer engaged. Surgery was completed; however, surgeon struggled to complete it.

Manufacturer narrative:
(B) (4). Conclusion: the quality records indicate that all the specified characteristics (material, measurements, surface, and so on) were in conformity with the requirements in force at the time of manufacturing. Our investigation shows that the cord tensioner fully complies with its requirements. No defect of the cord tensioner is visible during inspection. The function check with the cord tensioner was accomplished without any difficulty. The necessary force for tensioning could be applied easily. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.